Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and right ventricular (rv) lead exhibited a lead fracture, which was confirmed with x-ray imaging. It is suspected that the patient has twiddler's syndrome. Additionally, the ra lead exhibited high out-of-range pace impedance measurements and loss of capture. Subsequently, the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.